Manufacturer narrative:
Plant investigation: a dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination was observed to be extending from approximately 310° to 20°, with the ports at 0°, on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred immediately at the start of the hd treatment. The nurse explained that the leak was visually seen at the red hanson connector. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device has been returned to the manufacturer for evaluation.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred immediately at the start of the hd treatment. The nurse explained that the leak was visually seen at the red hanson connector.the blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.